Manufacturer narrative:
No product was returned to the manufacturer for device evaluation and no lot number provided. The manufacturer is unable to investigate further at this time. Should further information become available, coopervision will submit a follow-up report. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The patient states the experienced blurred vision upon instilling a new contact lens, after removing the lens, the patient experienced pain and had difficulty opening the eye and sought medical treatment. The patient was diagnosed with corneal epithelial erosion and corneal chemical burns of the right (od) eye and was prescribed sodium hyaluronate ophthalmic solution, diquas (diqualfosol sodium) ophthalmic solution, and sanbetason (betamethasone sodium phosphate) ophthalmic solution. The patient was seen for follow up visits at two and six days following the event where abrasions were still present on the eye. The patient was instructed to return for follow-up in an additional week but did not return to this clinic. At two and three weeks after the event the patient was seen by two separate eye care providers, it is unknown if the patient continued to experience symptoms, however three weeks after the initial incident the patient states they had not resumed contact lens use. This event is being reported in an abundance of caution due to lack of medical info, incomplete diagnosis, and unknown resolution. Additionally, it is unclear if the medications prescribed were used in order to prevent or preclude permanent injury or illness related to the injury.